Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed a signal to low error and an unexpected re-start. The blood glucose reading was 200 mg/dl. Advised that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin was programed and monitor for 24hrs. No unexpected alarms noted. The insulin pump passed self-test, error test and displacement test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.